Event description:
It was reported that one day after this implantable cardioverter defibrillator (ICD) was implanted, this right atrial (ra) lead exhibited far field oversensing. Boston scientific technical services (ts) was consulted and further testing was recommended. No adverse patient effects were reported. At this time, this lead remains in service.